Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/3.0mm balloon ruptured at unk atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms). The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used an unspecified introducer sheath for vascular access and a bmw guidewire and a 6f mach 1 fl3.5 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reproted as 'good.'